Event description:
After starting the insulin pump I was hospitalized a few times for dka . More than one occasion I had to stay overnight. The pump was not functioning/ properly blousing my insulin needed. Which caused my blood sugar levels to rise to dangerous levels, as well as the pump was giving incorrect blood sugar readings.